Event description:
It was reported that pump displayed malfunction alarm with code that required customer to contact support, and no notable events occurred before malfunction. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction alarm appeared again, which customer acknowledged and understood.